Manufacturer narrative:
The reported event of failure to connect was not confirmed. The reported event of connector pin detached was confirmed. As received device battery was received in normal range of operation. Visual examinations were performed and contact spring from right atrial port was noted to be absent due to removal in the field. Contact spring was replaced for further testing. Mechanical evaluation of header was performed, and no anomalies were noted. Pin gauge measurement on the header bore port was performed and was within specification. Electrical testing was performed, and no anomalies were noted. Analysis of device image was performed, and no anomalies were noted. Longevity assessment was performed, and the device was found to have normal battery depletion based on usage. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a coil spring came out of the header port of the implantable cardioverter defibrillator. It was noted that the physician attempted to cap the port since the lead would not fit but the plug wouldn¿t fit as well. The physician noticed there was something loose in the port and attempted to take it out. The physician did not want to use the device, removed it and a new one was used. The patient was in stable condition.